Event description:
A user facility returned to olympus the olympus, model bf-1t260, evis lucera bronchovideoscope for repair due to a report of "liquid leaks at the bending part." Upon inspection and testing of the returned device, it was found that peeling off of the coating section (greater than or equal to 1 square millimeter) was present. This report is submitted due to the peeling off of the coating section (greater than or equal to 1 square millimeter). As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found peeling off of the coating section (greater than or equal to 1 square millimeter). The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause was presumed to have been physical stress, chemical stress, the storage environment, etc. The user is able to detect the suggested event appropriately by handling device in accordance with the following instructions for use (IFU): inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The user is able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. The IFU states the following regarding the general policy of reprocessing: warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Finally, the IFU states the following regarding storage of the device: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.